Event description:
The pt reported that for a few months, it took several button presses to activate pump functions. She says the issue has progressively gotten worse over time and the buttons do not click or spring back.

Manufacturer narrative:
The pump returned to animas. Eval revealed that pressing the "up," "down," and "ok" buttons intermittently activated pump functions. The "up" and contrast button key contacts were misaligned. The "up," "down," and "ok" key contacts became inverted when pressed and did not always spring back. Evidence of keypad adhesive was found under all key contacts.